Event description:
It was reported that the downstream occlusion (dso) seal was unattached and peeling off on the left side. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. The downstream occlusion (dso) seal and the upstream occlusion (uso) were delaminated. The dso and uso seals were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.